Event description:
During a pocket revision due to the implant migrating, the physician elected to explant the precision system because he did not want to chance electrocautery damage to the battery. A new boston scientific spinal cord stimulator was implanted.

Manufacturer narrative:
The explanted device will not be returned for evaluation. This is the final report.